Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(4). Batch: 20587918.

Event description:
It was reported that the patient underwent an explant procedure due to unknown reason. The explanted ipg and linear leads were not returned. No further information has been obtained despite good faith efforts.